Manufacturer narrative:
Additional information: (model and catalog #, expiration date, lot #, UDI). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on stomach resection, the stapler and the loading unit were broke and unable to unload. The stapler was unable to fire. They used another loading unit to complete the case. There was no patient injury.